Event description:
Ed staff were attempting to transfuse blood products but were unable to get the roller clamp to work enough to stop the blood from backflowing into the nss, despite multiple attempts at troubleshooting w/ gravity, etc. Hemostats were used on the nss tubing in order to get blood infused properly. No patient harm.